Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent temperature alarms occurred while the battery was charging. Additionally, an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. A malfunction alarm also occurred. Reportedly, the customer had an alternate pump for insulin therapy. Customer¿s blood glucose was 180mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm and the alleged temperature alarm issues were verified. Additionally the alleged altitude alarm issue was verified in the pump logs, however, no failure was identified.